Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope which is an olympus asset with no reported complaint. During evaluation of the device foreign object was found in auxiliary jet channel (j-tube). The service repair technician indicated that the most likely cause of foreign material could not be established. There was no patient involvement.